Event description:
Pseudo gout [pseudogout] ([burning sensation in joints], [off label use of device], [drug administered at inappropriate site], [joint effusion], [unilateral leg swelling], [swelling of l knee], [stiff knees], [aching (l) knee]), infection [joint infection]. Case narrative: this case is linked to case: (B)(4) (same patient; right knee). Initial information from united states on 16-jan-2020 regarding an unsolicited valid serious case received from a non healthcare professional (patient wife). This case involves a 74 years old male patient who experienced infection and pseudo gout (latency unknown) while using medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's medical history included left knee is bone on bone with hardly any opening in it, hard of hearing and quadruple bypass. The patient's past medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient received treatment with hylan g-f 20, sodium hyaluronate injection (dosage strength 48 mg/6ml) in left knee at a dose of 6 ml, once via intraarticular route (batch number: unknown) for unknown indication. Information on batch number was requested. On an unknown date, after unknown latency, patient had swelling in one leg, left knee was hard like a fire cracker, pain was very bad, and left knee swelled up so bad for which patient ended up having surgery on the left knee a week ago as it was full of fluid. Patient was hospitalized for it and fluid was flushed out of it. It was also reported that during the day, he might have no pain but at night he had pain on an unknown date, after unknown latency, patient was put on several antibiotics for infection (medically significant) but now the doctors were saying that there was no infection as there was no hylan g-f 20, sodium hyaluronate in his knee so there should not be any pain and now they were saying it was pseudo gout (seriousness criteria: disability; onset and latency: unknown) as patient started on crutches after receiving hylan g-f 20, sodium hyaluronate injection. According to patients wife, they messed up and injection was administered into the wrong spot that too in soft tissue rather than knee joint in left knee and her husband was only supposed to get the injection in right knee and not in left knee as there was no issue or pain with left knee but still they injected hylan g-f 20, sodium hyaluronate in left knee. Action taken: not applicable for both events. Corrective treatment: antibiotics and crutches for infection; crutches and surgery for pseudo gout. Outcome: recovered for infection; unknown for other event. A product technical complaint was initiated on 17-jan-2020 for synvisc one (lot number: unknown) with global ptc number: 100017116. The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation was completed on 26-jan-2020. Follow up information received on 17-jan-2020. No new information received. Additional information was received on 26-jan-2020 from other health professional. Ptc results received and processed. Global ptc number was added. Text amended accordingly.

Event description:
Pseudo gout [pseudogout] ([burning sensation in joints], [off label use of device], [drug administered at inappropriate site], [joint effusion], [unilateral leg swelling], [swelling of l knee], [stiff knees], [aching (l) knee]) infection [joint infection] . Case narrative: this case is linked to case (B)(4) (same patient; right knee). Initial information from united states on 16-jan-2020 regarding an unsolicited valid serious case received from a non healthcare professional (patient wife). This case involves a (B)(6) years old male patient who experienced infection and pseudo gout (latency unknown) while using medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's medical history included left knee is bone on bone with hardly any opening in it, hard of hearing and quadruple bypass. The patient's past medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient received treatment with hylan g-f 20, sodium hyaluronate injection in left knee at a dose of 6 ml, once via intraarticular route (batch number unknown) for unknown indication. Information on batch number was requested. On an unknown date, after unknown latency, patient had swelling in one leg, left knee was hard like a fire cracker, pain was very bad, and left knee swelled up so bad for which patient ended up having surgery on the left knee a week ago as it was full of fluid. Patient was hospitalized for it and fluid was flushed out of it. It was also reported that during the day, he might have no pain but at night he had pain on an unknown date, after unknown latency, patient was put on several antibiotics for infection (medically significant) but now the doctors were saying that there was no infection as there was no hylan g-f 20, sodium hyaluronate in his knee so there should not be any pain and now they were saying it was pseudo gout (seriousness criteria: disability; onset and latency: unknown) as patient started on crutches after receiving hylan g-f 20, sodium hyaluronate injection. According to patients wife, they messed up and injection was administered into the wrong spot that too in soft tissue rather than knee joint in left knee and her husband was only supposed to get the injection in right knee and not in left knee as there was no issue or pain with left knee but still they injected hylan g-f 20, sodium hyaluronate in left knee. Action taken: not applicable for both events. Corrective treatment: antibiotics and crutches for infection; crutches and surgery for pseudo gout. Outcome: recovered for infection; unknown for other event. A product technical complaint was initiated and results were pending for the same.